Event description:
It was reported that during a video assisted thoracoscopic surgery, the surgeon was using the device when two clips closed improperly with legs turning around resulting in improper closer and placement of clips. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? - probably 5th & 8th. What vessel or structure was the device fired on at the time of the event? -vessel feeding blood supply to esophagus. Was the clip fully advanced into the jaws prior to firing? -yes. Was there any torquing or twisting of the device present at the time of firing? -no. Was any unexpected resistance felt while firing the trigger? - no. Were any unexpected noises heard? If so, when? - no. Did anything unexpected happen prior to this incident? - no. Was the device fired after this incident in or out of the patient? - yes,5th clip legs turned & were improperly closed, then surgeon fired another 3 clips & same incidence occurred on 8th clip. What were the indications for surgery? What was found? -video assisted esophagus. Does the patient have any relevant history of surgical treatments? If so, what? - no. Did somebody other than the primary surgeon fire the instrument? If so, whom? - no. The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.